Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified there have been 4 other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, the lens was scratched by the cartridge during intraocular lens (iol) implant procedure. Patient harm is unknown. The site reports there were about two or three more similar events in this week, but the additional information is unable to obtained. Additional information is requested. There are two related reports for this event. This report addresses the known event, and another manufacturer report will be filed for the unspecified events.